Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had product performance issue. This ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental record was being supplemented due to additional coding was being added. Boston scientific received information that this right atrial (ra) lead had product performance issue. This ra lead was surgically abandoned. No additional adverse patient effects were reported.